Event description:
A report was received per social media that the patient had (B)(6). The patient was administered antibiotic balls via PICC line. The patient underwent an explant procedure. No further information could be obtained.